Event description:
A report of pocket revision due to discomfort was received. The physician made the pocket deeper. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.